Event description:
Customer experienced issue with urine leukocyte discrepancies involving three patient samples. This incidence occurred over a two day period. Customer provided results for four patient, three were discrepant: patient 2, tested (B) (6) 2009, urisys 2400, result was negative, microscopic examination revealed greater than 100 white blood cells per hpf and visual read of test strip was "large". Erroneous results were not reported. The field service representative determined the cause to be fluidics failure with the waste tubing and he cleaned the waste system tubing. To verify analyzer operation, he ran qc which was successful.

Event description:
Customer experienced issue with urine leukocyte discrepancies involving three patient samples. This incidence occurred over a two day period. Customer provided results for four patients, three were discrepant: patient 1, urisys 2400, result was negative, microscopic examination revealed 15-25 white blood cells per hpf. Erroneous results were not reported. The field service representative determined the cause to be fluidics failure with the waste tubing and he cleaned the waste system tubing. To verify analyzer operation, he ran qc which was successful.

Event description:
Customer experienced issue with urine leukocyte discrepancies involving three patient samples. This incidence occurred over a two day period. Customer provided results for four patient, three were discrepant: patient 3, tested (B) (6) 2009, urisys 2400, result was negative, microscopic examination revealed 15-25 (30) white blood cells per hpf and visual read of test strip was negative. Erroneous results were not reported. The field service representative determined the cause to be fluidics failure with the waste tubing and he cleaned the waste system tubing. To verify analyzer operation, he ran qc which was successful.